Event description:
It was reported that the ventilator failed a pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed a test during pre-use check. Our field service engineer (fse) investigated the ventilator on site. Fse found that the nozzle units for the air gas module and the o2 gas module were defective and needs to be replaced. No further information was provided and no further issues have been reported after the event. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).